Event description:
Zoll customer support reviewed the download of a (B)(6) male patient which revealed numerous service codes 204 and 107 as well as belt communication time outs. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (service codes 204 and 207 and communication errors) has been confirmed. As received, the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.